Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change error when the cartridge was filled with 200 units of insulin. There was no reported impact to blood glucose. No additional information was not provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply to the requests.